Event description:
Patient arrived at dialysis unit for treatment and while assessing left femoral permcath site, it was found that the blue hub with wings slid down the catheter to the venous/arterial ports with suture intact on wings. The cuff was exposed and catheter slid approximately 2-3 cm out of the exit site. Patient taken to interventional nephrology suite and permcath changeover was initiated.